Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. The pump was noted to be on; however, the screen would no longer illuminate when pressing the wake button or when plugged into a power source. The customer's blood glucose (bg) level was 200 mg/dl. The customer reported that a backup pump would continue to be used for insulin therapy.